Event description:
The customer received questionable glucose hk gen.3 (glu), calcium, creatinine jaffé gen.2 (crea), urea/bun (bun) results on their c702 analyzer from both probe a (702a) and probe b (702b). The customer provided data for eight patients with discrepant results that were reported outside the laboratory. The customer thought there were two clotted samples causing sample probe a problems. The customer determined the sample probe a was bent, so they changed the probe. The customer performed a mechanism check, an air purge, and a horizontal adjustment. The first patient's initial glu result was 276 mg/dl from 702a. The sample was repeated twice on a cobas c502 analyzer. The first repeat result was 109 mg/dl and the second repeat result was 110 mg/dl. 109 mg/dl was issued as a corrected report. The second patient's initial glu result was 537 mg/dl from 702a. The first repeat result was 174 mg/dl. The sample was repeated on the c502. The result was 99 mg/dl and it was issued as a corrected report. The third patient's initial glu result was 530 mg/dl from 702a. The first repeat result was 90 mg/dl. The second repeat result was 92 mg/dl. 90 mg/dl was issued as a corrected report. The fourth patient's initial glu result was 324 mg/dl from 702a. The first repeat result was 99 mg/dl. The second repeat from the c502 was 98 mg/dl. On (B)(6) 2012, the third repeat from the c702 was 100 mg/dl. 99 mg/dl was issued as a corrected report. The fourth patient's initial calcium result was 7.8 mg/dl from 702a. The first repeat result was 9.6 mg/dl. The second repeat result from the c502 9.7 mg/dl. On (B)(6) 2012, the third repeat result from the c702 was 9.8 mg/dl. 9.6 mg/dl was issued as a corrected report. The fifth patient's initial glu result was 1234 mg/dl accompanied by a data flag from 702a. The first repeat result was 121 mg/dl. The second repeat result was 81 mg/dl. On (B)(6) 2012, the third repeat result from the c502 was 83 mg/dl and it was issued as a corrected report. The sixth patient's initial crea result was 2.56 mg/dl from 702b. On (B)(6) 2012, the repeat result was 0.79 mg/dl and it was issued as a corrected report. The seventh patient's initial crea result was 2.60 mg/dl from 702b. On (B)(6) 2012, the repeat result was 0.65 mg/dl and it was issued as a corrected report. The eighth patient's initial bun result was 7 mg/dl from 702b. The repeat result was 25 mg/dl and it was issued as a corrected report. The eighth patient's initial crea result was 1.65 mg/dl from 702b. On (B)(6) 2012, the repeat result was 1.21 mg/dl and it was not reported outside the laboratory. There were no adverse events. The crea, calcium, glu, and bun reagent lot numbers and expiration dates were not provided. On (B)(6) 2012, the field service representative found the sample probe was installed incorrectly for 702a. He installed the probe correctly and checked the adjustments. He performed a precision check successfully. On (B)(6) 2012, the field service representative could not find a cause for 702b. He replaced the sample probe and checked the adjustments. He performed a precision check successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.